Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the difficult-to-position allegation was not confirmed. Visual inspection found no evidence to support lead placement difficulty. The helix difficulty allegation was confirmed as a helix mechanism test failed after 11 turns due to the helix housing being clogged with dried blood or body fluid. The prolonged surgery as reported impact code was addressed with the same as analyzed coding as the helix difficulty issue. The "known inherent risk" conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood or body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood or body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix would not extend even when the physician tried moving the lead multiple times. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix would not extend even when the physician tried moving the lead multiple times. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.